Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with intermittent blank display. The customer states she presses the buttons and the screen will appear, but goes away soon after. The customer's blood glucose level at the time of incident was 194mg/dl. Troubleshoot was conducted. The customer was advised to insert new recommended battery brand, and that a replacement battery cap would be replaced. The customer was advised to monitor the device and call back if issues persist.